Event description:
The cardiologist attempted arteriotomy closure with a prostar xl. 8 fr pvs device. The procedure advanced without incident until the cardiologist attempted to tighten the koat to the artery. The suture came out of the pt as the cardiologist pulled. A sheath was placed for manual comprassion, but hemostasis was not obtained around the sheath. The pt was taken for surgical repair of a small laceration. Surgery was successful and the pt did fine.